Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported via telephone by consumer experiencing iritis in left eye after using the contact lens trail box. The consumer subsequently discontinued lens use. The consumer sought medical attention and was prescribed unspecified steroids and tapering eye drops. The current condition of consumer eye symptoms continuing at the time of this report. No additional information has been requested but not yet received.